Event description:
Today, after placing a labor epidural while trying to test dose the catheter I was absolutely unable to push the test dose through the catheter. That catheter had to be removed and again, while inspecting the catheter tip I was unable to push any fluid through the catheter. To my unaided eye there were no micro perforations at the tip of this catheter. A second kit was obtained and prior to epidural needle placement the catheter was tested and had the expected micro perforations at the tip. The defective catheter was set aside to be returned to the manufacturer.

Manufacturer narrative:
Qn#(B)(4). A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with a potentially relevant finding based on complaint (B)(4). A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed with a potentially relevant finding on the epidural catheter. However, the potential cause of this complaint could not be determined based upon the information provided and without the sample. No further action is required at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Today, after placing a labor epidural while trying to test dose the catheter I was absolutely unable to push the test dose through the catheter. That catheter had to be removed and again, while inspecting the catheter tip I was unable to push any fluid through the catheter. To my unaided eye there were no micro perforations at the tip of this catheter. A second kit was obtained and prior to epidural needle placement the catheter was tested and had the expected micro perforations at the tip. The defective catheter was set aside to be returned to the manufacturer.